Event description:
Consumer complaint of low blood results. Caller normally is around 103 mg/dl after eating. Last 5 results in memory were 77mg/dl, 58mg/dl, 49mg/dl, 59mg/dl, 84mg/dl. Back to back blood glucose test were 113 and 110mg/dl (customer ate less than an hour ago). Based on parkes error grid analysis, the bias between the lowest result (130) is located in zone b/c. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).